Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the tips are not aligned cannot be confirmed. Tips are not bent and grips are able to fully close. Teeth mesh properly with grips in the closed position. Additional observation not reported by site is a broken cable. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported the tips of the maryland bipolar forceps were not aligned. No patient harm, adverse outcome or injury was reported.